Manufacturer narrative:
(B)(6). Fifteen actual samples were returned with the aluminum foil peeled. In each sample, the sponge was found fully separated from the cap. The reported issue was verified. The cause was determined to be mishandling during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance is open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were fifteen (15) minicaps in which the sponges were fully separated. This occurred before use. There was no patient involvement. No additional information is available.